Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020, was returned and analyzed. Visual inspection of the mapping catheter showed the ECG lemo connector was detached from the shaft; no ECG signal wires were broken inside the shaft. In conclusion, the reported mapping catheter kink was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was observed the mapping catheter was kinked coming out of the package. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.